Event description:
After successfully firing 2 posterior fasteners at the 1100 position, the device failed to fire successfully posteriorly. It appeared that the stylet couldn't advance therefore no fastener could be deployed. The anterior side of the device worked well and was used to apply fasteners to all the positions both anterior and posterior. The device was sequestered.